Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign matter in the nozzle could not be determined, however, it is likely that foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged due to inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, connecting tube dent, nozzle foreign material, insufficient cleaning, up/down knob out of standard value due to angle wire wear, adhesive deterioration/damage, suction cylinder scraped, and control unit discoloration were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that foreign object in the nozzle was observed with the evis lucera elite gastrointestinal videoscope. There was no patient harm or user injury reported due to the event.